Event description:
The x-ray table was in a vertical position, the tube arm rotated causing the tube to impact a patient resulting in a bruise. If this event were to recur, a serious injury could result due to the weight of the tube and tube arm assembly.

Manufacturer narrative:
A ge field engineer inspected the table after the event occurred and could not reproduce the event. The system appears to be operating per specification. The error log was pulled and engineering is investigating the root cause of the event.